Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in the pacing impedance measurements, from 1623 ohms to 2015 ohms, reaching out-of-range measurements. Additionally, noise was noted in the unipolar configuration; however, the noise was not oversensed. No adverse patient effects were reported. This rv lead remains in service.